Event description:
Device malfunction: difficult to remove. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of starclose se attempted arteriotomy closure of a right femoral artery after an interventional procedure. Reportedly, after clip deployment, difficulty was experienced when attempting to remove the device from the artery. An unsuccessful attempt was made to release the device by using the access ports. Scissors were used to open the device and successfully remove it from the pt anatomy. The clip was deployed correctly, but oozing continued and manual compression was applied for one hour. There were no reported adverse pt effects. Though requested, no additional info was available.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.